Event description:
Information received by medtronic indicated that the battery compartment of insulin pump was overheated. No harm requiring medical intervention was reported. The customer declined troubleshoot and will discontinue to use the device.

Manufacturer narrative:
Customer returned the pump for alleged the pump is over heating (battery) and cosmetic damage (faded) on the serial number label found on (B)(6) 2021. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace and history files using thus. The pump was monitored for eight (8) days and no unexpected heating up or hot to the touch noted. No unexpected power/battery related alarms noted during testing or found in the history file on or within the week prior of the event date 10/11/2021. The pump was cut open to perform a visual inspection. Moisture damage was found on the inside of the battery compartment, on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor however, no obvious burned components or heat related damage noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, serial number label faded, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Device heating up complaint is not confirmed. No unexpected power/battery related alarms noted during testing or found in the history file on or within the week prior of the event date (B)(6)2021. Cosmetic damage (faded serial number label) is confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.